Event description:
It was reported that the pump failed downstream pressure testing - low : 8.15 ; 8.46. There was no patient involvement.

Manufacturer narrative:
Submission failure on 18-feb-2025 due to internal error. Resubmitted 28-feb-2025. B3: unknown; year valid. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Could not confirm customer complaint of ¿failed downstream pressure test - low: 8.15; 8.46¿. Performed downstream occlusion test 3 different times with the results of 1.15.55, 2.16.25, 23.22 passing all three tests. Upon further investigation units dso (downstream occlusion) seal was lifting. Replaced dso seal. Calibrated dso. Updated software to the latest version and reset to standard configuration. Performed pvt (performance verification testing), unit passed all test criteria. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.